Event description:
It was reported that the patient's blood glucose level was "high" (>27.8 mmol/l,>500 mg/dl) while wearing the pod between 5 and 24 hours on the abdomen. They call the diabetes specialist nurses (dsn) who advised the patient they are in diabetic ketoacidosis (dka) and had to remove the pod and apply a new one.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.